Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint, showing needles sticking together. The evaluation of 100 retained samples did not confirm label lift. Bd was able to duplicate or confirm the customer¿s indicated failure from the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle that there was no label or a labeling issue. This occurred in 3 tubes. The following information was provided by the initial reporter: customer reports that upon opening shelf pack, it was noted that the devices are not well labeled.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle that there was no label or a labeling issue. This occurred in 3 tubes. The following information was provided by the initial reporter: customer reports that upon opening shelf pack, it was noted that the devices are not well labeled.